Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that during device preparation, there was difficulty removing the stylet from the 7.0x20 armada 35 dilatation catheter. During the procedure, once at the iliac artery, the armada was very slow to inflate and then was unable to be deflated despite several attempts with the inflation device and a syringe. The inflated armada was removed through the sheath. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Visual, dimensional and functional analysis was performed on the returned device. The reported inflation/deflation issue was not able to be confirmed as the balloon was returned with a pin hole. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot revealed no similar incidents. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.